Manufacturer narrative:
A supplemental MDR is being submitted to correct this report as it is a duplicate of medwatch report number 2015691-2025-09968. The event investigation, device evaluation and applicable reporting activities will be reported under the referenced medwatch.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our colombian affiliates, during implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach, after valve implantation with an additional 2ml of inflation volume in the intended 90:10 position, and a valve post-dilation with the same volume, the angio revealed moderate central regurgitation. It appeared that one leaflet was frozen leading to improper coaptation. After medical evaluation it was decided to keep the patient under observation and perform a follow-up echo. Subsequently, the patient developed hemodynamic instability and required resuscitation. It was decided to use a second valve which was successfully implanted without central or paravalvular leak. The patient was noted as to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: fluoroscopy images show qualitatively significant regurgitation of unknown origin. Tte view showing significant (qualitatively) regurgitation which appears to be central, however additional windows/views are needed to confirm. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). In this case, the complaints for deployed valve exhibits central regurgitation and leaflet motion restricted-in patient were confirmed based on evaluation of provided imagery. Available information suggests procedural factors (over-inflation, post dilation) likely contributed to the event as it was reported that the valve was implanted with +2ml of volume and a post dilation was performed with same volume, resulting in a central leak with leaflet motion restriction. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted after additional clarification of the described event. The complaint remains relevant and the retraction MDR was submitted in error. The following sections have been added/ updated: b1, b2, b4, b5, b7, g3, g6, h1, h2, h6, h11. The investigation is ongoing and a final MDR will be submitted once it has been completed.

Event description:
As reported by our colombian affiliates, during implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach, after valve implantation with an additional 2ml of inflation volume in the intended 90:10 position, and a valve post-dilation with the same volume, the angio revealed moderate central regurgitation. It appeared that one leaflet was frozen leading to improper coaptation. After medical evaluation it was decided to keep the patient under observation and perform a follow-up echo. Subsequently, the patient developed hemodynamic instability and required resuscitation. It was decided to use a second valve which was successfully implanted without central or paravalvular leak. The patient was noted as to be in stable condition.